Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, when the device was connected to the electrode and the pocket was closed, no sensing was present. The pocket was reopened, the electrode was disconnected and connected again. When the pocket was closed, again there was no sensing. As a result, the device was explanted and replaced. The second device functioned appropriately. No additional adverse patient effects were reported.